Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Observed that x-ray batteries rapidly depleted during testing/ use. X-ray batteries tested satisfactorily at j-7 connector and passed visual inspection. X-ray battery status indicator would drop rapidly to half/ sometimes 3 bars upon minimal usage with full charge. X-ray batteries (30) replaced per instruction in the advanced service manual (asm). System tested, and checks out satisfactorily. The batteries were discarded on-site, so no part return is expected. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system x-ray batteries were not holding a charge. There was no patient present when this issue was identified. No additional details were provided.